Event description:
The facility reported to baxter an incident of an overinfusion. The pump was reported to be infusing dopamine. "Dopamine infused and kvo (keep vein open) started. Appeared that infusing at higher rate then programmed as excess was allowed in the volume to be absorbed". The pt became markedly hypotensive when the vtbi (volume to be infused) delivered and the kvo rate began.